Event description:
While servicing the device, the philips field service engineer (fse) discovered that the device could not see the ECG during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.